Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens using the crystalsert lens injector system. During lens delivery, the plunger overrode the iol, resulting in rapid lens delivery, which tore the capsular bag and caused vitreous fluid loss. A vitrectomy was performed and the incision was enlarged and the crystalens iol was removed and replaced with a different manufacturer's lens model. The replacement iol subsequently dislocated and will be repositioned. Reference MDR # 2031924-2010-00045.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or manual findings that relate to the reported issue. The device was returned to (B) (4) for eval and subjected to visual examination, which revealed tears on the edge of both haptic plates. The lens was also subjected to dimensional analysis, which revealed the lens was within specification. Root cause: according to the physician, the root cause of the reported event of capsule damage, is related to use of the injector system, where the plunger overrode the iol and resulted in rapid lens delivery. (B) (4).